Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. Additionally, a slight damage to the active electrode likely caused by minute device mobility was found, which probably did not affect the performance as only one channel was involved. This is a final report.

Event description:
The explanted device was received at wwhq with only "device failure" as information given. Further information has been requested but has not been received.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at wwhq with only "device failure" stated. Further information has been requested.